Event description:
Customer reported being hospitalized for dka. Customer stated that he had high blood glucose levels for deveral days but did not change infurison set unitl an hour prior to hospitalization. It was also reported that pump has not been recording the boluses delivered on the pump. It was stated that daily totals recording the basal rates but not the boluses delivered. During troubleshooting, the pump failed to alarm during the high pressure test.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.